Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. The device hi story records were reviewed with no evidence to suggest a manufacturing related cause. The potential cause of the guide wire unraveling could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was inserting a right femoral acute dialysis catheter bedside. After inserting the introducer needle and guidewire, removing the introducer needle and going to insert the catheter, they met significant resistance. After inserting catheter, they went to remove the guidewire which was unable to be pulled back out as it had uncoiled and was stuck in the catheter. The rn had to hold pressure for two hours until they could get the patient into the ir to have guidewire and catheter removed. This was followed by replacement of the catheter and patient being sent for crrt treatment. After her internal investigation and discussions with ir staff, she believes this was not a product issue and rather an insertion technique issue due to the fact that this was a very obese patient. There was no reported delay, death, or complications to the patient as a result of this occurrence.